Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: investigation summary investigation selection investigation site: cq zuchwil , selected flow: damaged - broken. Visual inspection: the received drill bit shows that that approx. 7mm from the fluted tip section is broken off. The cutting edges at the tip slightly worn. The shaft and coupling are otherwise still in good condition. Dimensional inspection: conclusion: the measuring result does show conformity. Drawing/specification review: the manufacturing review shows that the production procedures were according to the specifications and there were no issues that would contribute to this complaint condition. The used material was stainless steel as required and the hardness was within the specification of 595 +80 hv10. Summary: the received condition of the device is concordant with the complaint description and the complaint condition is confirmed. Based on the provided information, we only can assume that a mechanical overloading situation or an alignment issue during use with the drill guide has caused the breakage of the delicate 1.0 mm drill bit. Please also note; blunt drill bits require more mechanical power during the application, therefore we would like to draw your attention on page 4 in the leaflet ¿important information¿ version se_023827 al: check instruments for sound surfaces, and correct adjustment and function. Do not use severely damaged instruments, instruments with unrecognizable markings, corrosion, or blunt cutting surfaces. We conclude that the cause of failure is not due to any manufacturing non-conformances. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. H3, h4, h6: a review of the device history record device history lot steril article: part: 03.130.102s, lot: l639091, manufacturing site: selzach, supplier: (B)(4), release to warehouse date: 03.nov.2017, expiry date: 01.oct.2027. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Un-sterile article: part: 03.130.102, lot: f-23017, manufacturing site: selzach, supplier: (B)(4), release to warehouse date: 12.oct.2017. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, the patient underwent open reduction internal fixation surgery for right fifth middle phalanx fracture with the drill bit. During the fixation of a plate, the surgeon drilled with the drill bit through a drill guide, and the drill bit broke. The fragment of the drill bit could be removed easily with a needle-nose pliers because it protruded from the bone. After the surgery, the surgeon confirmed that no fragment remained in the body. It was noted when the surgeon drilled, the drill bit was not straight in the direction of the drill guide, and might have contributed to the breakage. Concomitant device reported: unk plates: hand (part# unknown, lot# unknown, quantity #1). This is report 1 of 2 for (B)(4).